Event description:
It was reported that during a coronary artery stenting treatment procedure the stent moved on the balloon. The lesion being treated was located in the left anterior descending artery (lad). Access was obtained via the right femoral artery. A 6f lbu4 guide catheter and a non-bsc guide wire were placed. First, a 2.25x8mm promus stent delivery system was advanced to the lesion site and was unable to cross a previously placed proximal stent. A second, non-bsc guide wire was used as a buddy wire in an attempt to pass the stent without success. Another guide catheter was introduced and the promus stent was successfully advanced through the previously placed stent into the distal vessel but could not completely cross the lesion and was removed. Dilation with a 2.5x8mm balloon was performed and another attempt to cross the tortuous mid portion of the vessel with the 2.25x8mm promus stent was made without success and the device was withdrawn. A 2.25x12mm ion stent was then advanced, but the stent moved partially off of the delivery balloon and was removed. Repeat angiography showed patency of the proximal, mid, and distal lad and the 2.25x8mm promus stent was noted to be dislodged in the mid portion of the vessel. A snare was advanced, but could not cross the previously placed proximal stent and was withdrawn. Another non-bsc guidewire was advanced, but it would not enter the promus stent lumen and was advanced parallel to the distal vessel. A 1.25mm balloon was advanced distal to the dislodged promus stent and was withdrawn in a partially inflated state in an attempt to remove the promus stent without success. The patient was reported to be experiencing nausea throughout the procedure despite zofran administration. The patient also experienced chest discomfort during balloon inflations. At that time, it was decided to deploy the dislodged promus stent in the distal lad using a crush technique with a 2.25x12mm non-bsc balloon and a quantum balloon. The target lesion remained patent with timi 3 flow. Mild focal narrowing of the stented area was noted on the lateral edge. Patient denied chest pain at the completion of the procedure. There were no further reported patient complications and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Returned product consisted of a taxus element/ion stent delivery system (sds) and stent. The sds was received in the lumen of a non-bsc guide catheter. There was a blood like substance and contrast on the outer surface of the sds. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The proximal end of the stent was 1 cm distal to the proximal markerband. There were bent and flattened struts on several rows of the proximal end of the stent. There was a kink in the shaft 24.5 cm from the tip. The sds was removed from the guide catheter with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure the stent moved on the balloon. The lesion being treated was located in the left anterior descending artery (lad). Access was obtained via the right femoral artery. A 6f lbu4 guide catheter and a non-bsc guide wire were placed. First, a 2.25x8mm promus stent delivery system was advanced to the lesion site and was unable to cross a previously placed proximal stent. A second, non-bsc guide wire was used as a buddy wire in an attempt to pass the stent without success. Another guide catheter was introduced and the promus stent was successfully advanced through the previously placed stent into the distal vessel, but could not completely cross the lesion and was removed. Dilation with a 2.5x8mm balloon was performed and another attempt to cross the tortuous mid portion of the vessel with the 2.25x8mm promus stent was made without success and the device was withdrawn. A 2.25x12mm ion stent was then advanced, but the stent moved partially off of the delivery balloon and was removed. Repeat angiography showed patency of the proximal, mid, and distal lad and the 2.25x8mm promus stent was noted to be dislodged in the mid portion of the vessel. A snare was advanced, but could not cross the previously placed proximal stent and was withdrawn. Another non-bsc guidewire was advanced, but it would not enter the promus stent lumen and was advanced parallel to the distal vessel. A 1.25mm balloon was advanced distal to the dislodged promus stent and was withdrawn in a partially inflated state in an attempt to remove the promus stent without success. The patient was reported to be experiencing nausea throughout the procedure, despite zofran administration. The patient also experienced chest discomfort during balloon inflations. At that time, it was decided to deploy the dislodged promus stent in the distal lad using a crush technique with a 2.25x12mm non-bsc balloon and a quantum balloon. The target lesion remained patent with timi 3 flow. Mild focal narrowing of the stented area was noted on the lateral edge. Patient denied chest pain at the completion of the procedure. There were no further reported patient complications and the patient status is fine.